Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported the battery was discarded as well and the cause of the infection was not determined. The patient had a dermatology procedure that seemed to break down the skin on the scalp which caused the issue of the cranial leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va03t31, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot# va03t31, implanted: (B)(6) 2012-, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's left lead was eroding through the skin at the bur hole site. The patient had a dermatological procedure done back in (B)(6) 2019. It was unsure if this caused the issue. The patient also had his pc moved from his chest to his abdomen due to battery erosion through the skin. The infection could have been from the original issue back then. The patient had their entire system removed today. The issue was resolved at the time of report.